Manufacturer narrative:
Conclusions: a root cause could not be determined as the sample was retained at the hosp and not available for the investigation. The device history could not be reviewed as the lot number is unk. Date submitted: 1/22/09.

Event description:
While cleaning injection cap to obtain blood culture, the PICC line broke. The PICC line was immediately removed without further incident.